Event description:
It was reported that the patient had an infection. The patient battery was dead. She has two implants and states the battery in the left side was not working but the right side was working. Last year the healthcare provider told her the implant was dead. She was not sure what they will do with it. The patient will be seeing the healthcare provider later on the day of reported event date to determine what they want to do. The patient had an infection in stomach since last year and states a different healthcare provider told her that the infection was from the implant in the left or right side. The patient will discuss with the healthcare provider later on day of reported event date to see if there was still and infection. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent. Refer to manufacturer report # 3004209178-2014-19649.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's left implant had not been working for the past two to three years. When she communicated with the patient programmer, it indicated no response. The programmer was working fine with the patient's right implant. The information in this report is related to the patient's left implant. See MFR. Report 3004209178-2014-19649 regarding the patient's right implant.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# unknown, serial# unknown, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# unknown, serial# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).